Event description:
The pt was revised because of osteolysis, wear of the insert and loosening of the femur and tibial components.

Manufacturer narrative:
The products were not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product info. It was noted the products were implanted for approx 13-1/2 years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.